Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. UDI #: (B)(4).

Event description:
It was reported that the plunger on a bd insulin syringe with the bd ultra-fine¿ needle 0.5ml 30gx1/2" was difficult to move before and during use. No injury or medical intervention.

Manufacturer narrative:
Date of event: (B)(6) 2017. Investigation: investigation summary: customer returned (180) 1/2cc, 12.7mm, 30g syringes in sealed poly bags with the shelf cartons from lot # 6347507. Customer states that it is hard to move the plunger and there is an issue drawing medicine. Thirty out of 180 returned syringes were tested and all were able to draw and expel properly with the plunger that was able to be moved easily in the barrel. As per manufacturing, a review of the device history record was completed for batch# 6347507. All inspections and challenges were performed per the applicable operations qc specifications. During production of the previously listed batches that went into finished batch# 6347507, fifteen (15) notifications [(B)(4)] for unrelated incidents and/or defects were initiated. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed.